Event description:
It was reported that during a routine implant, the physician believed the lead's body was twisted. This issue was not observed prior to implant but during the procedure. The physician suspected a malfunction. No other anomalies were observed on the lead. The lead remained implanted. No other anomalies were observed on the lead. The lead was implanted. The patient was in good condition.